Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. The pod was discarded. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria.